Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a diagnostic code 100e: blower stall error. There was no patient involvement when the issue occurred. There was no patient or user harm reported. There was neither delay in therapy nor medical intervention reported other than a ventilator swap due to this event. The device was replaced and collected. The investigation is ongoing.

Manufacturer narrative:
A service engineer (se) evaluated the device and reported that a "check vent: blower stall" (diagnostic code: 1134) had occurred at the repair center. The code was also confirmed in the event log. The se reported that the blower was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.